Event description:
Report 2 of 10 it was reported that while using the bd vacutainer® sst¿ ii advance tubes, there were bubbles in the gel of an unspecified number of tubes. No patients impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was seen in 11 tubes. Complaints for sample quality for the month of (B)(6) 2024 were not under statistical control therefore factors that may contribute to gel air bubbles during use were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel air bubbles, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 10: it was reported that while using the bd vacutainer® sst¿ ii advance tubes, there were bubbles in the gel of an unspecified number of tubes. No patients impact reported.